Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Medtronic representative reported via email hospitalization and high blood glucose levels. Customer's blood glucose level was 500 mg/dl. Customer went to the hospital as a result of heart failure but while there the blood glucose levels went very high. Customer did get out of the hospital and was placed back on the insulin pump. Customer is doing better and feeling better.